Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a 2.0 x 20 mm maverick2 monorail balloon ruptured. The 80% stenosed lesion was located in the severely tortuous and calcified left circumflex. On the first inflation, the balloon was inflated for 1 second at 12 atmospheres and ruptured. The balloon was removed intact. The balloon was partially visible under fluoroscopy. The procedure was successfully completed. The pt status is listed as good.